Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a primary plum set where the report stated, ¿propofol infusing and primary rn noted tubing to be leaking medication." The report further stated that "this event occurred during continuous propofol infusion on a ventilated, sedated patient." There was patient involvement, but no one was harmed.

Manufacturer narrative:
One used device was returned for evaluation on 8/29/2025. No damage or anomalies were noted. The set was air pressure leak tested. No leakage was observed. The reported complaint of leakage cannot be replicated or confirmed. Lot history review could not be conducted because no lot number(s) was/were identified.